Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for these events. Investigation summary: the sample was returned to the manufacturer for evaluation. The result of the investigation is confirmed for the device incompatibility issue reported. During the evaluation resistance was encountered when attempting to pass a 0.035" guidewire through the device. This was due to semi- solidified blood which was expelled from within the device through the distal tip. There was a yellow bodily substance noted on both the balloon and the stent. The investigation was unconfirmed for the difficult to insert issue. The device passed successfully through an in house 7fr introducer sheath. The root cause for the device incompatibility issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the lifestream¿ balloon expandable vascular covered stent endovascular system is available in catheter lengths of 80 cm and 135 cm and it is compatible with 0.035" (0.89 mm) guidewires. The premounted covered stent is available in multiple diameters and lengths. Precautions: prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Potential adverse events: inability to introduce/withdraw endovascular system. M directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel. Diameter and lesion length. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified. (Expiry date: 04/2021).

Event description:
It was reported that during stent graft deployment in the left iliac artery, the device allegedly had compatibility issue. It was further reported that the device allegedly difficult to insert. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during stent graft deployment in the left iliac artery, the device allegedly had compatibility issue. It was further reported that the device allegedly difficult to insert. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for these events. Investigation summary: the sample was returned to the manufacturer for evaluation. The result of the investigation is confirmed for the device incompatibility issue reported. During the evaluation resistance was encountered when attempting to pass a 0.035" guidewire through the device. This was due to semi- solidified blood which was expelled from within the device through the distal tip. There was a yellow bodily substance noted on both the balloon and the stent. The investigation was unconfirmed for the difficult to insert issue. The device passed successfully through an in house 7fr introducer sheath. The root cause for the device incompatibility issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the lifestream¿ balloon expandable vascular covered stent endovascular system is available in catheter lengths of 80 cm and 135 cm and it is compatible with 0.035" (0.89 mm) guidewires. The premounted covered stent is available in multiple diameters and lengths. Precautions prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Potential adverse events inability to introduce/withdraw endovascular system m directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: d4 (expiry date: 04/2021), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.